Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer experienced a hypoglycemic coma on (B)(6) 2014. Her mother tested her blood glucose at 11:00 p.m. On (B)(6) 2014, and the result was 75 mg/dl. She gave her sugar. At 2:00 a.m., the customer experienced difficulties breathing. Her blood glucose was 60 mg/dl, and she vomited and had convulsions. Her mother delivered a glucagon injection and was unable to awaken her. The paramedics arrived approximately 10 minutes later, and the customer's blood glucose was "lo" or 20 mg/dl on their meter. She was taken to the hospital and admitted for 10 days. The alleged product was discarded and will not be returned for evaluation.